Manufacturer narrative:
The returned ipg was analyzed and no anomalies were found.

Event description:
A report was received that the patient was experiencing static electricity type shocks for the last two years. The shocks occur whenever the patient touches metal and when the ipg drops to two bars of charge. The patient also experienced a tingling in his upper spine and down the legs when charging. The ipg was replaced and the patient was doing well post-operatively.

Event description:
A report was received that the patient was experiencing static electricity type shocks for the last two years. The shocks occur whenever the patient touches metal and when the ipg drops to two bars of charge. The patient also experienced a tingling in his upper spine and down the legs when charging. The ipg was replaced and the patient was doing well post-operatively.